Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was confirmed that gas leakage sound occurred due to defective primary regulatory unit. It was also confirmed that defective lighting of led of the front panel occurred due to failure of the front panel unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus high flow insufflation unit was producing a gas leaking sound from inside the unit during routine maintenance. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.